Event description:
Customer reported that their insulin pump displayed an error message with a malfunction code. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.